Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead helix was tested before being implanted; however, the helix extended and retracted with an excessive amount. Multiple attempts were made but each time the number of helix deployment got longer. A new lead was used instead. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported event of failure to extend and retract helix was not confirmed. As received, a complete lead was returned in one piece. Visual inspection and x-ray examination of the lead did not find any anomalies.